Manufacturer narrative:
Correction to the initial MDR in block(s) h6: impact codes. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the pain and hematoma was related to product performance of the faradrive. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The faradrive instructions for use state "potential adverse events associated with use of the faradrive sheath includes, but are not limited to:... Pain.... Access complications, for example:...hematoma. Detailed product information was not provided to bsc. The clinical study has not yet provided further information regarding the specific product information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced bleeding at the femoral access site. After the procedure a compression bandage and "fisherman's knot" was applied to the patient's access site, but the bleeding continued. The compression bandage was left on until "the area besides the femstop was noted to be raw". The compression bandage and knot were removed, and manual pressure was applied to the patient for 50 minutes. The patient was discharged as normal for the procedure and made a full recovery. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that after the procedure, while the compression was on the patient's groin, the patient reported experiencing pain. Paracetamol, endone and fentanyl were given which helped reduce the pain. The compression knot was later removed and approximately 45 minutes the patient reported their pain was resolved.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced bleeding at the femoral access site. After the procedure a compression bandage and "fisherman's knot" was applied to the patient's access site, but the bleeding continued. The compression bandage was left on until "the area besides the femstop was noted to be raw". The compression bandage and knot were removed, and manual pressure was applied to the patient for 50 minutes. The patient was discharged as normal for the procedure and made a full recovery. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that after the procedure, while the compression was on the patient's groin, the patient reported experiencing pain. Paracetamol, endone and fentanyl were given which helped reduce the pain. The compression knot was later removed and approximately 45 minutes the patient reported their pain was resolved.

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the pain and hematoma was related to product performance of the faradrive. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The faradrive instructions for use state "potential adverse events associated with use of the faradrive sheath includes, but are not limited to:... Pain.... Access complications, for example:...hematoma. Detailed product information was not provided to bsc. The clinical study has not yet provided further information regarding the specific product information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.